Manufacturer narrative:
Correction: assessment answers received found that the fragment was retrieved from the patient. Therefore b1, b5, h1 and h6 have been updated. An examination of the returned used device ias12-100lpi found that the device was intact. There was no broken piece from this device. The returned black piece was not from this device. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (b)(5) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was used during a tatme procedure on an unknown date when it was reported, ¿the camera showed a piece of black plastic.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with no reported delay. To date it is unknown if the fragmentation that was seen is from the conmed device. A good faith effort was completed to determine if the fragmentation was retrieved from the patient; however, to date conmed has not received a response. This report is being raised due to the reported injury of possible fragmentation left inside the patient. Update: 17mar26 - assessment answers were received. The reporter advised that the fragmentation was retrieved from the patient. It was stated, "during the dissection between the internal and external anal sphincters, an attempt was made to pull out a triangular gauze through a narrow port, but it did not come out, so the entire port was removed from the lid. Subsequently, the port, camera, and forceps were reinserted, and a foreign object was noticed during use and removed."

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was used during a tatme procedure on an unknown date when it was reported, ¿the camera showed a piece of black plastic.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with no reported delay. To date it is unknown if the fragmentation that was seen is from the conmed device. A good faith effort was completed to determine if the fragmentation was retrieved from the patient; however, to date conmed has not received a response. This report is being raised due to the reported injury of possible fragmentation left inside the patient.